Event description:
It was reported per the dealer that the power switch has no alarm. Per the independent repair statement- alarm will not function, faulty power switch. No allegation of patient injury, no additional information provided.